Manufacturer narrative:
One (1) "used/damaged" singular small oval polypectomy snare was returned for evaluation of "the wire came out of the catheter completely upon the first pass and fell out into the patient." A visual inspection of the device noted the loop of the snare had been completely detached from the connector. There is minimal or no deformation of the loop wire indicating no excessive force was applied to the device. Examination of the connector confirms the presence of a crimp, therefore, this complaint is confirmed. The device was manufactured on 13-january-2016. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) devices there were 3 similar complaints for "detached loop." A 2-year review of product history for this device family revealed (B)(4) complaints involving (B)(4) were confirmed. To date, there has been no patient long term adverse effects reported regarding any of the reported incidents. (B)(4). This failure mode is addressed in the risk documents. A corrective action preventative action has been initiated to investigate the root cause of loop detachment. The conmed singular polypectomy snares are single patient use, disposable devices consisting of a proximal handle, outer sheath, internal drive wire, and distal wire loop. The instructions for use (IFU) states: inspect the snare device for kinks, fraying wire or any other damage that may have occurred during transit. Open and close the snare loop to confirm smooth movement. Do not use if the snare device is damaged.

Event description:
As reported by user facility, on (B)(6) 2017, during a colonoscopy, the surgeon deployed the snare and the wire came out of the catheter completely upon the first pass and fell into the patient. The entire wire came out, leaving nothing attached to the catheter. It was promptly retrieved by the doctor and removed. There was no surgical delay or patient injury. This report is being filed based on the potential for injury with recurrence.